Manufacturer narrative:
Apoc incident #(B)(4).

Manufacturer narrative:
(B)(4). A DHR/dmr review was completed on (B)(4) 2012. Device evaluation could not be performed as the hardware was not received from the customer. Device not returned.

Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer who reported that network downloader dn-21173 was hot at the power port area. The downloader would not transmit data and only one green light was working. At this time there is no reason to believe that the power port area is capable of emitting heat that is likely to cause harm to the user. An investigation has been initiated to determine root cause. Based on the info available at the time, there were no injuries associated with this event.